Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2004, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 31-dec-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid/hydromorphone via an implanted pump. The indication for pump use was non-malignant pain. The patient¿s friend/family member reported that starting last summer or fall the patient had a suspected catheter issue and there was an MRI that was performed. The reporter was not sure of the results stating that both she and the patient had a slew of health issues. On (B)(6) 2021, the patient was flown to the hospital when ¿he spiked a fever and could not use hands/leg and is not speaking¿. Per the reporter, the patient had a tube for feeding. On (B)(6) 2021, the pump was refilled by a home health agency in the hospital. Per the reporter, they currently didn't have a diagnosis for the patient¿s health issues. They had done an MRI of his head/neck and an eeg for his brain along with a chest x-ray. The reporter was wondering if they should do a dye study. The reporter was redirected to the patient¿s hcp (healthcare provider) to discuss.